Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.

Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted due to helix extension issues. The lead tip appeared to be broken. This lead is expected to be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted due to helix extension issues. The lead tip appeared to be broken. This lead returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Supplemental: the product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided. At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.

Manufacturer narrative:
Supplemental 2: product investigation confirmed the reported observations. This lead was subjected to and passed wire insertion test. This lead failed the helix mechanism test. Detailed analysis confirmed the lead tip was bent, likely due to handling damage. Supplemental: the product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided. At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.

Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted due to helix extension issues. The lead tip appeared to be broken. This lead returned for analysis. No adverse patient effects were reported.